Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 30-jun-2019 which confirms the usage of the device beyond the useful life. No further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as rashes, lumps, and itching. Customer had contact with a healthcare professional, and was advised to use an unspecified skin prep and prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.